Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Caniglia-miller, j. M., w. D. Bussey, et al. (2015). "Surgical management of major intrathoracic hemorrhage resulting from high-risk transvenous pacemaker/defibrillator lead extraction." J card surg 30(2): 149-153.

Event description:
The journal author describes a method , based on well-established trauma principles, for surgical management of serious intrathoracic bleeding complication that can occur during the extraction of pacemaker or defibrillation leads. Four patient who experienced rapid hemodynamic deterioration due to traumatic injury of the svc and its tributaries during defibrillator lead extraction who underwent successful surgical repair are discussed. Case #4 involves a (B)(6) male with cardiomyopathy and nyha functional class iii hf symptoms underwent lead extraction for a fractured boston scientific model#0185 defibrillation lead. The patient underwent attempted laser lead extraction that was complicated by a laceration along the lateral wall of the svc-ra junction. The injury was identified immediately by hemodynamic collapse and a new pericardial effusion on tee. A pericardial drain was placed, and blood pressure was controlled with continuous syringe aspiration of pericardial blood and use of a cell saver. The surgical team was then able to rapidly perform a sternotomy leading to manual control of bleeding. Cpb was initiated and the svc was repaired with a bovine pericardial patch. The patient recovered well and went home on chronic anticoagulation.